Manufacturer narrative:
(B)(4). The customer reported issue of the handle being jammed was confirmed and duplicated during testing. The spike carriage guide spring was revealed to be bent preventing the spike carriage from being guided to the spike position after completing the unspike operation. The assignable cause for the reported issue was determined to be due to a bent spike carriage guide spring. The device is non-serviceable and will be destroyed.

Event description:
A customer contacted baxter's global technical service center requesting a swap of a compact exchange device ii (cxd). The registered nurse stated the cxd handle was jammed. The baxter technical service representative initiated a swap. The cxd was to be returned to baxter for evaluation. There was no patient injury or medical intervention indicated at the time of the reported incident.